Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a fragment fell from the medium-large clip applier and was retrieved from the patient during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the use of the medium-large clip applier, the clip broke while the surgeon was using the clip inside the body. Once the clip applier was closed on the gallbladder structure, it wouldn't open causing the surgeon to have to repeatedly try to open the clip. Once it opened, the clip had broken. When opening the instrument, the customer inspected it for contamination. At that time, there was nothing out of the ordinary with the clip applier. The instrument was used in short increments to clip the structures on the gallbladder. The instrument did not collide with any other instruments or hard materials during its use. The fragment fell inside the patient upon its breakage. The instrument had been removed prior to its malfunction and the wrist was straightened before removal. There was no resistance upon removal of the instrument. The wrist was straightened upon the final removal of the instrument, there was no resistance, damage to the cannula, or other damage to the instrument after the event. The fragments were retrieved by the surgeon by picking them up with another grasper and putting them in the endocatch bag with the gallbladder, which was removed from the body cavity. All fragments were retrieved as the staff performing the surgery could account for all pieces of the clip being removed. No additional procedures were required to remove the fragment. No post-operative tests were performed. The procedure was completed robotically. The patient has not returned to the hospital due to post-surgical complications. The instrument has been returned to intuitive, and the fragment is not available to be returned. The fragment was sent to the lab with the specimen. There are no photographs of the retrieved fragments.